Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2017 with blood glucose over 600 mg/dl and current blood glucose is 73 mg/dl. The customer experience symptoms like nausea, vomiting, and headache. The customer treated their high blood glucose with insulin drip. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.